Event description:
Approx 15 mins into treatment, a leak was noticed at the top of the venous chamber/top cap joint. The venous line was replaced and treatment continued with no further problems. No intervention was required. MDR is filed for estimated blood loss of 70-75cc.